Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube detachment from hub event on (B)(6) 2024. The infusion set was in use for less than 48 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.